Manufacturer narrative:
Continuation of d10: product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID ls-enveor-2629-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed transient bradycardia and temporary pacing was initiated. Following the procedure there were no further issues with bradycardia. Additionally the ECG showed paroxysmal atrial fibrillation (afib) which resolved with medical treatment. No adverse patient effects were reported. Additional information received that following the aortic transcatheter valve implant new severe tricuspid regurgitation with flail septal tricuspid leaflet noted on the intraoperative transesophageal echocardiogram (tee) was identified. At the 30-day post valve implant timeframe this tricuspid regurgitation was moderate. The physician indicated the tr was unrelated to the medtronic products but related to the implant procedure. No treatment or intervention was required. The tr was ongoing at the time of the study exit.